Event description:
It was reported that the procedure was to treat a restenosed promus stent implanted in the mildly tortuous, proximal obtuse marginal. An attempt was made to cross the restenosis with a non-abbott guide wire and then a pilot 50; however, neither were able to cross successfully. The procedure was ended at this point. No adverse patient sequela or clinically significant delay in the procedure was reported. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, new information as follows: the patient was experiencing recurrent angina.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis are known observed and potential patient effects as listed in the promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.